Manufacturer narrative:
Zimmerbiomet complaint number (B)(6) the reported device was returned for investigation. Visual evaluation of the as returned product identified moderate signs of wear and debris about the implant threads, vents, and collars. The patient is noted to have a history of smoking. The reported product was located on tooth sites 7 and used for an unknown period of time prior to the event. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri implantitis on positions 7. The patient has a new appointment to place a new implant and also place a bone graft. The reported complaint could not be verified with the information provided and following inspection of the returned products. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age unknown / not provided, date of event unknown / not provided, implant date unknown / not provided, explant date unknown / not provided, last name unknown / not provided, email address unknown / not provided. PMA/510(k): k013227.

Event description:
It was reported that implant was removed due to peri-implantitis. Bone graft would be performed and new implant would be place.